Event description:
Patient has a history of bilateral breast implants and had removal and reimplantation of implants x 3. Now presents to the hospital with bilateral capsular contractures and for removal of right breast implant with bilateral radical capsulectomy. Procedure: bilateral radical capsulectomies; bilateral debridement of breasts & chest wall; explantation right breast implant & right breast implant material. Pre op diagnosis: ruptured breast implants (silicone); necrosis both breasts, severe capsular contractures both breasts. Post op diagnosis: same.